Manufacturer narrative:
A steris service technician was onsite completing the deinstallation of a platform prevac sterilizer. After the deinstallation was finished, the technician moved the sterilizer to a loading dock in preparation for transport and then left the area briefly to bring the truck around for loading. During this time, personnel from the user facility believed that the sterilizer might be more easily loaded from a different dock that offered additional space. The facility staff attempted to move the sterilizer to the alternate dock. While moving the unit, one employee's finger became caught in the door hinge of the sterilizer, resulting in the reported injury. No additional issues have been reported.

Event description:
The user facility reported an employee injured their finger while moving their platform prevac sterilizer. The employee went to the facility's emergency room; however, it is unknown if medical treatment was administered.